Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with no other devices. The corewire was detached near the distal edge of the inconel connector proximal from where the hts (high torque sleeve) meets the corewire. The distal portion was not returned for analysis. Analytical analysis of the complaint device showed the fracture surface was dimpled indicating the material failed by ductile overload. There is a groove on the side of the wire where it was pressed against the tube in bending. The wire was also permanently bent toward this area. Two distinct fracture planes exist, a common feature of the tensile and compressive fracture planes produced by a bend failure. In conclusion, the fracture face showed evidence of a ductile bend overload failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atherectomy treatment procedure, a vessel perforation and guide wire detachment occurred. The target lesion was located in the right common iliac to right external iliac artery. Another manufacturers' atherectomy catheter was loaded over this 300cm journey guide wire and the devices were advanced to the target lesion area. During use of the atherectomy catheter, the vessel perforated. The decision was made to remove the atherectomy catheter. While doing this, the journey guide wire broke approximately 40cm from the distal end. The atherectomy catheter was removed from the patient and a balloon catheter was advanced to the site of the perforation and inflations were made to stop the bleeding. Another manufacturers' snare was then introduced and used to retrieve the broken journey wire. However, this snare broke inside the patient. Another of the same type snare was introduced and used to retrieve the prior broken snare. This snare was not able to retrieve the broken journey wire after multiple attempts. The patient remained stable and was taken by ambulance to another hospital where another physician attempted to remove the journey guide wire. This physician was able to retrieve part of the journey wire, but not all of it. The patient remained stable and is scheduled to undergo a surgical procedure to remove the remaining guide wire. No further patient complications were reported.

Event description:
It was reported that during an atherectomy treatment procedure, a vessel perforation and guide wire detachment occurred. The target lesion was located in the right common iliac to right external iliac artery. Another manufacturers' atherectomy catheter was loaded over this 300cm journey guide wire and the devices were advanced to the target lesion area. During use of the atherectomy catheter, the vessel perforated. The decision was made to remove the atherectomy catheter. While doing this, the journey guide wire broke approximately 40cm from the distal end. The atherectomy catheter was removed from the patient and a balloon catheter was advanced to the site of the perforation and inflations were made to stop the bleeding. Another manufacturers' snare was then introduced and used to retrieve the broken journey wire. However, this snare broke inside the patient. Another of the same type snare was introduced and used to retrieve the prior broken snare. This snare was not able to retrieve the broken journey wire after multiple attempts. The patient remained stable and was taken by ambulance to another hospital where another physician attempted to remove the journey guide wire. This physician was able to retrieve part of the journey wire, but not all of it. The patient remained stable and is scheduled to undergo a surgical procedure to remove the remaining guide wire. No further patient complications were reported.